Event description:
It was reported by the customer that a bd pyxis es server had issues with user log in to get required medications, affecting patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-jul-2020 to 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server log in issue was due to website problem. A technical support specialist tried reach out to the customer but did not receive any response. The case was closed after multiple attempts with no response.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was suspected that server log in issue was due to website problem. A technical support specialist tried reaching out to the customer but did not receive any response. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis es server had issues with user log in to get required medications, affecting patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.